Manufacturer narrative:
(B)(4). Although it was confirmed that the device will not be sent for further evaluation, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the perifix springwound catheter used from epiidural tray, broke off into patients knee during a total knee replacement. The perifix springwound catheter was placed intra-articularly for surgery and remained in 1-2 days post-op for pain management. When the nurse went to remove the catheter from the patient's knee, about two thirds way through, the catheter became more flexible, then 2-3 wire strands appeared, the plastic coating sheath was not apparent, then there was no blue tip at the end of the catheter. The nurse immediately notified the surgeon, x-ray was ordered and confirmed foreign body in space. Surgeon and patient agreed for patient to return back to operating room to remove foreign object. Surgery was successful. Patient was discharged from hospital with no complications at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for further evaluation; however, a picture was provided. Visual examination of the returned picture shows the distal tip of catheter to be broken off. However, per the information that was reported, the catheter was used for intra-articular use. Sales representative advise the end user that the catheter is for epidural use. Upon the nurse removing the catheter it was noticed that part of the catheter was left behind. It should be noted that if the catheter becomes difficult to withdraw, excessive force should never be applied. The IFU states, "when removing catheter, excessive force should never be applied. If catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Retain samples were pulled and tested, and based on the testing results the retain samples were found to be within specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If the actual sample and/or any additional pertinent information becomes available, a follow up will be submitted.